Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was noted to exhibit high pacing impedance. The rv lead was not used and replaced. The patient was in stable condition throughout.